Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be determined. It is likely the reported issue occurred due to a large mechanical force such as from a fall, collision, or other shock. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the rigid endoscope telescope's direction pin was loose. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.